Event description:
During procedure, grounding pad was placed on mid-thigh of right leg. Electrosurgical (esu) device was moved to left side of patient and a new grounding pad was placed on mid-thigh of left leg. Esu was found to be not functioning. When plugged in, it beeped, but would not work for the physician. Esu was unplugged and another device was brought into or to be used for this case. This esu functioned properly. After procedure was completed, patient was inspected and found to have a small burn on mid-upper abdomen. The drape was inspected and found to have small burn/hole.